Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. However, the customer confirmed that the device was not reprocessed prior to sending it for device evaluation which is likely the reason for the foreign material remaining in the device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera ii duodenovideoscope for an annual inspection. There was no patient harm or procedure involved. The device was returned to olympus for a device evaluation and found the forceps elevator had foreign material attached, and up/down and right/left knobs both had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to damage on the charged coupled device unit the image had black dots, the light guide lens had a chip, the light guide lens had a scratch, the plastic distal end cover had a dent, the adhesive on the bending section cover rubber had scratch, the connecting tube had a buckling, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down/right/left knob was out of the standard value, the grip had a dent, the control unit had a scratch, switch 2 had a scratch, the switch box had a dent, the suction cover had a dent, the universal cord had a scratch, the control section had stain, the adhesive around the light guide lens had wear, and the adhesive around the objective lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.